Event description:
It was reported that in central processing that a frayed wrist cable was observed on the maryland bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the following: the instrument's grips were bent, causing side to side misalignment of the grips. There was a .014 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube if to recur could cause or contribute to an adverse event.